Event description:
It was reported that the central station was not operating correctly. The screen was reportedly "freezing", potentially resulting in a loss of monitoring. Several attempts were made to contact the site, however, no add'l info has been obtained at this time. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.